Manufacturer narrative:
Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed at the tubing that is connected to the male luer was pulled, therefore, the tubing was cut in two parts, one part inside the male luer and the other part was attached to the rest of the set. The reported condition was verified. The cause of the reported condition was determined to be a human end user issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).. Contact office address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp solution set was disconnecting at the junction where the plastic meets the hard plastic on the connection portion at the male end. This occurred during infusion and the patient lost 100 cc of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.